Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a maxillofacial procedure on (B)(6) 2019 and suture was used. During the procedure, the suture package was opened and the suture was double armed instead of the 1 needle expected. The device was not used on the patient. The procedure was completed successfully with no adverse patient consequences. No additional information was provided.